Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). The physician's assistant and the surgeon both noted that the patient had very soft bone. The surgeon trialed and then cemented the implant components. While using an angled curette to check for excess cement, the surgeon noted that a piece of the lateral tibia had broken off. The surgeon then elected to remove the implant components and perform a total knee procedure. He used screws to fixate the lateral compartment fracture.

Manufacturer narrative:
As part of normal complaint f/u, an evaluation has been initiated with regard to this event. Case session files were reviewed and show that the rio performed as expected. The implants were not returned for review. At this time, the likely root cause of the issue is the patient's soft bone quality, which was noted by the surgeon. The evaluation is ongoing, and a supplemental report will be filed if reportable results are obtained.